Event description:
It was reported that a chest x-ray confirmed that the atrial lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator, 2013 (B)(6), (B)(4) implantable pacing lead, 2013 (B)(6). (B)(4).